Event description:
The facility reported an infusion pump with a channel b that underinfused. The event was reported to have occurred during biomed testing. The hospital representative stated no patient injury had been reported. Though requested, no additional information was provided regarding the demographics of the patient, the medication involved, or the device programming. No additional contact information was available.